Manufacturer narrative:
(B)(4). At this time the device remains implanted. Upon additional information this investigation will be updated.

Event description:
Additional information received noted that this device was explanted and discarded at this hospital. The device will not be returned.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and was emitting tones. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.